Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the report of peritonitis - no malfunction or use error could not be confirmed or duplicated and the root cause could not be determined. If additional relevant information becomes available, a follow-up report will be submitted.

Event description:
A journal publication stated that a patient experienced encapsulating peritoneal sclerosis (eps) coincident with peritoneal dialysis (pd) therapy. The patient subsequently died from eps. No further information was provided.

Manufacturer narrative:
(B)(4). Occurrence date unknown. The journal article was published in 2012. Article citation: nobe, k., inoue, t., nodaira, y., kimura, y., okayama, m., gen, s., seto, t., sueyoshi, k., takane, h., takenaka, t., okada, h., and suzuki, h. (2012). Continuous ambulatory peritoneal dialysis beyond a decade: cases from a single center. Advances in peritoneal dialysis, volume 28, 74-78. Issn/isbn: 11978554. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow up MDR will be sent.